Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has nto yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 250 mg/dl with a lifescan meter and 150 mg/dl on an accuchek meter (invalid comparison), performed within 10 mins of each other. The pt retested and obtained a blood glucose result of 300 mg/dl on the reported lifescan meter. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the specific range. Based on the failed qc tests, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.